Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a fault code following the delivery of a shock, as a result of a shocking lead impedance of less than 20 ohms with another manufacturer's rv lead. The device attempted to deliver approximately 30 more shocks, but they were diverted due to another fault indicating high energy was detected on the leads. The patient converted on their own after the therapies were not able to be delivered. Boston scientific technical services (ts) recommended immediate device replacement. A revision procedure was performed and the device was explanted and replaced. The other manufacturer's rv lead was also surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified an arc mark on the device case. Review of device memory confirmed multiple alerts were recorded indicating a shorted lead. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.